Event description:
A filter did not appear to open completely and immediately migrated 10 cms. The filter was immediately retrieved with a catheter without incident and another filter was successfully placed. The pt's condition is good. The filter was returned for eval without the delivery system. The engineering eval revealed the filter legs were encrusted with dried blood. Follow up indicated a pre-placement vena cavogram was performed and no thrombus or anomalies were noted. However, the filter was returned with the legs encrusted with a dried blood mass which could indicate deployment into thrombus. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter properly placed, should be implanted for protection against recurrent pe."